Manufacturer narrative:
Creation of UDI was not a requirement at the time of manufacturing of this device and had not yet been implemented in production. Investigation is ongoing.

Event description:
Hamilton medical ag received the following event description from the user report: "the patient is checked during rounds, and the airway is cleared. Suctioning of secretions is performed through the tube, with a moderate amount of mucohematic secretions, and hyaline secretions are suctioned from the mouth. A mouth rinse is done with chlorhexidine, and the suction port is cleaned with an alcohol wipe. The pressure of the endotracheal tube cuff is checked, and the patient is stable. Suddenly, the ventilator shuts off and freezes, with no response to the ventilator controls."